Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the paramedics were called, as the dexcom reading was 55 mg/dl, but no fingerstick was done at home. The patient did eat glucose tablets and drink juices to bring his glucose up, but it stayed at 55 mg/dl. The patient experienced nausea, headaches, dizziness, and vomiting. The drove the patient to the emergency room, the dexcom reading was still 55 mg/dl, and the actual glucose was 220 mg/dl. The patient was treated with IV fluids as treatment and some tablets for nausea. They went to the emergency room on (B)(6) 2026 at 7:00 am, and they went home after a few hours around 2:00 pm on the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.